Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. The reported patient symptom(s) are known risk associated with this device type and indicated as such in the instructions for use. Based on the information available, the conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that a patient with an inflatable penile prosthesis (ipp) experienced discomfort as the bladder was being pressed due to the reservoir location. The reservoir was removed and replaced in an alternate location. No additional device issues were reported. There were no additional patient complications.